Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor, damaging the j1001 connector. The cause of the constant gong alarms is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/09/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/10/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it displayed a service code 204 (belt/monitor unusable).